Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). As a result of the evaluation, the following was confirmed. -the camera cable was broken. Omsc checked the device history record of the device, there was no irregularity found. Based on the information provided by (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the breakage of the camera cable by twisting, which might be caused by the user handling. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with the event.